Event description:
The user facility reported that a hose separated from their system 1e causing water to leak from the unit. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the hose separated at the big blue filter housing outlet. The technician re-attached the hose with a straight barb fitting and hose clamp and the unit was found to be operational and was returned to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).